Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that these right atrial (ra) and right ventricular (rv) leads were explanted. The ra lead triggered an inappropriate mode switch and showed noisy signals with movement. Through a fluoroscopy a clavicular crush was observed. The rv lead came out while explanting the ra lead with laser. New ra and rv leads were implanted at the same procedure. No additional adverse patient effects were reported.